Event description:
It was reported that a peritoneal dialysis (pd) patient, who performed pd therapy with a homechoice (hc) device, experienced cardiac failure and a heart attack and subsequently passed away due to the events. It was not reported whether the patient was hospitalized prior to death. It was not reported whether pd therapy was ongoing until the time of death or if the patient was connected to the hc device at the time of death. At the time of this report, the autopsy results were pending. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. If additional relevant information is received, a supplemental medwatch will be filed.